Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
On (B)(6) 2025, evidence was noted of signal artifact and high impedance on the right mesial temporal depth lead, longitudinal, secured with dog bone with lead protection. This lead was connected to an rns which was implanted in the area of the back of the patient. Signal artifact and high impedance is indicative of a lead break. The lead was explanted on (B)(6) 26.